Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open colon procedure, while dialing down the anvil it 'popped off' of the trocar. It was reattached and it happened again. It was then reattached, and the case was completed with no patient consequences.